Manufacturer narrative:
The reported event of insulation damage was confirmed. As received, a complete lead was returned in one piece. Visual inspection found the lead insulation cut at the proximal region of the lead. The cause of the reported events is consistent with procedural damage. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts.

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During implant, insulation damage was noted on the left ventricular (lv) lead as leakage was visualized when the lv lead was rinsed. A new lv lead was used to resolve the event. The patient was stable with no consequences.